Manufacturer narrative:
(B)(4). The customer reported a defective lcd (liquid crystal display). There was no reported patient involvement. Philips fse evaluated the device and confirmed the complaint. The display was replaced to resolve the complaint. The device passed all performance assurance tests and was put back into service.

Event description:
The customer reported a defective lcd (liquid crystal display). There was no reported patient involvement.